Event description:
During the procedure the guide wire was advanced and retracted in the lesion several times and the guide wire tip became stretched. The guide wire was removed from the lesion. Based on the analysis of the returned guide wire there appears to be a tip ball and shaping ribbon separation. Although there was no report of a separation and it is unk when the separation occurred, the guide was used in the pt's anatomy and if this were to reoccur the separated guide wire could become a foreign body in the pt's anatomy. No addtional info was available.